Manufacturer narrative:
Concomitant medical products: product ID: 3877-60, product type: lead. Product ID: 97714, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that there were bad impedances. The patient mentioned that the "load" always takes longer, long recharge. The long recharger loading times were more than 6-8 hours per session. The patient used the device correctly. That was why the system was tested, and noted that three poles (5,6,7) were bad. Due to the bad impedances the rep read the mdt data. The impedances measurements were: 0<(>&<)>5 >10,000 0<(>&<)>6 >10,000 0<(>&<)>7 >10,000 electrode 1 4,109 electrode 5 >10,000 electrode 6 >10,000 electrode 7 >10,000 these contacts were not active. The rep and hcp were going to remain in contact with the patient. The issue was not resolved at the time of this report. No surgical intervention occurred, nor was planned. The next day it was reported that the longest recharge in the mdt data was three hours. The rep further reported that according to the patient coupling seemed to be fine, he was aware of the need of a good contact. The rep didn't know if the patient was checking during the entire recharging time, if coupling was all the time good or if it changes. The patient was very very skinny, so the exact implant depth was not known, but was right below the skin. The recharger seemed to work properly. The patient needs another follow-up visit, which is initiated by his responsible physician. At the moment there was no appointment planned to see the patient. The intervention/actions needed to resolve this event and the outcome remains unknown. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Reference manufacturer report # 3004209178-2018-16422 for the following information: there were bad impedances. The system was tested, and noted that three poles (5,6,7) were bad. Due to the bad impedances the rep read the mdt data. The impedances measurements were: 5. 10,000, 6. 10,000, 7. 10,000 electrode 1 4,109 electrode 5. 10,000 electrode, 6. 10,000 electrode, 7. 10,000. These contacts were not active. Any additional information pertaining to the high impedances will be reported in manufacturer report # 3004209178-2018-16422.